Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device had low speaker tones. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as low speaker tones. The cause of the condition was the rear case. The v9 rear case kit required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device had low speaker tones. No additional information is available.